Manufacturer narrative:
Returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was torn at 22cm from the burr housing strain relief. Blood was identified within the sheath. Darkening or discoloration of the sheath due to burning was not identified, but it was considered likely that the appearance of a burnt sheath was attributable to the torn sheath with blood present. Product analysis confirmed the reported event, as the sheath was damaged and blood was present within the sheath. It was considered likely that the appearance of a burnt sheath was attributable to the torn sheath with blood present.

Event description:
It was reported that the burr sheath was burnt. The target lesion was located in the sub totally occluded low tortuous and high calcified mid left anterior descending artery. A 1.25mm rotapro was selected for use. Saline was running during the draw-testing, using a torquable y-adapter. After the physician performed a successful rotablation, the 1.25mm rotapro burr was pulled out from the catheter. When the 1.25mm rotapro burr was removed, it was noticed that the 1.25mm rotapro burr sheath was burnt. The procedure was completed with the device with no patient complications reported.

Event description:
It was reported that the burr sheath was burnt. The target lesion was located in the sub totally occluded low tortuous and high calcified mid left anterior descending artery. A 1.25mm rotapro was selected for use. A saline was running the whole draw-testing, using torquable y-adapter. After the physician performed a successful rotablation, the burr was pulled out from the catheter. When the burr was removed, he noticed that the burr sheath was burnt. The procedure was completed with the device with no patient complications were reported.